Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results from the cobas 6000 e 601 module analyzer. The initial result was 25.02ng/l and on (B)(6) 2019 the rerun result was 6.87ng/l. Another rerun result was 5.57ng/l with a data flag. The questionable results were not reported outside the laboratory. The reagent lot number was 396678 with an expiration date of 31-jul-2020.